Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain this information. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that it felt like something hit him with a 2x4, it felt like broken ribs. The patient had pain on the side where the stimulator was in the back. The patient stated that he needed a manufacturer representative to check and see what was going on with the lead because one of the leads was stretched. Further information received from the patient reported that the healthcare professional had stretched the lead and that was what started their back hurting. The patient reported that no steps have been taken or planned to resolve the pain. The indication for use was spinal pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.